Manufacturer narrative:
Product analysis: product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the output connector assembly was broken. Analysis also noted that the main printed circuit board (pcb) was replaced due to errors, the encoder assembly was contaminated, one control knob was contaminated, the lower case was broken, the display frame boss was stripped, and the hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken plastic at the atrial section of the device. The epg was returned for repair. No patient complications have been reported as a result of this event.